Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04218 / 04219).

Event description:
It was reported that patient underwent an initial left partial knee arthroplasty on (B)(6), 2012. Subsequently, the patient was revised to a total knee on (B)(6), 2014 due to unknown reasons. Subsequently, the patient was revised on (B)(6), 2015 due to instability. The bearing was replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information. Discarded.